Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited air in line alarm. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection was performed. The downstream occlusion (dso) seal was delaminated, the upstream occlusion (uso) seal was buckled, and the air detector had separated from the chassis. The dso and uso seals were replaced along with the air detector.